Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. Testing found that the reported behavior was unable to be replicated. The system passed the system checkout and was found to be fully functional. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, there was an alleged inaccuracy. When a 3d spin was taken to check for accuracy the surgeon was touching the vertebral body of l4, but the navigation system showed he was touching the disc space between l4 and l5. The surgeon chose to take another spin. When he was checking accuracy of the second spin he again was touching the vertebral body of l4, but the navigation system showed he was touching the disc space between l4 and l5. The surgeon chose to abort the use of the imaging system and the navigation system and continued the procedure with the c arm. There were two unused spins for the patient. There was a delay of less than one hour, and there was no reported impact on patient outcome.